Manufacturer narrative:
Updated data: h2 h3 h6 image review: there were 14 cine images of the event reported. There was no executive summary or computed tomography (CT) provided for anatomical considerations. A fluoroscopic valve load inspection was provided and confirmed a good load. Evidence also showed the guide wire appeared to have an abnormal appearance. It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the valve was implanted at an implant depth of approximately 1-2 millimeter (mm). Evidence showed that on release the valve migrated to a shallower position in comparison to the pigtail catheter in the non-coronary cusp. Prior to release depth assessment on the left was not accurately assessed due to the parallax in the valve. In the left anterior oblique (lao) view, valve depth appe ared shallow; however, due to parallax in the valve frame it is not possible to accurately determine valve depth on the left coronary cusp. Per medtronic best practices, depth assessment at the non-coronary cusp (ncc) is performed in a cusp overlap view, and if ac ceptable, next step is to roll lao (no greater than 25°) until parallax is removed and assess left coronary cusp (lcc) depth. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. Per medtronic best practices, maintain strict fluoroscopic surveillance of the guidewire throughout the procedure to ensure stable deployment and prevent injury to the ventricular wall. During a contrast injection, evidence shows the valve is above the annulus prior to the nose cone being removed from the left ventricle. It was reported that the valve dislodged during removal of the dcs. Evidence supports that the valve fully dislodged into the ascending aorta when removing the dcs system. Per medtronic best practices when a valve dislodges into the aorta a snare should be used to maintain the position of the dislodges valve. There is no evidence of a snare being used while the second valve was inserted and attempted to cross the dislodged valve. Per medtronic best practices, snare pop outs and withdraw to ascending aorta below innominate artery (maintain position with snare). It was reported that a second valve was prepared, and re sistance was encountered while advancing the dcs in the aortic arch. Evidence suggests aortic root damage due to contrast extravasation. As stated in the IFU: repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Advancing the second valve without a snare may have caused aortic root damage by repositioning the valve. Per the physician, the patient was described as very frail. Per medtronic IFU potential risks associated with the implantation of the evolut bioprosthesis may include but are not limited to prosthetic valve migration/embolization and death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the valve was implanted at an implant depth of approximately 1-2mm and subsequently dislodged during removal of the delivery catheter system (dcs). A second valve was prepared, and resistance was encountered while advancing the dcs in the aortic arch. Subsequently, an aortic rupture occurred. Per the physician, the patient was described as very frail. The rupture led to the death of the patient. Additional information was received that a pre-implant balloon dilation was not performed on the native annulus. Right femoral access was used for the procedure. Slow deployment was performed. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was the dcs pulling the valve. The physician did not attribute the rupture or subsequent death to the first dcs, but a cause was not provided beyond the patient's frailty which was also indicated tobe a contributing factor to both the dislodgement and rupture. Additional information was received that a non-medtronic (amplatz) guidewire was used during the procedure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a.  The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the valve was implanted at an implant depth of approximately 1-2mm and subsequently dislodged during removal of the delivery catheter system (dcs). A second valve was prepared, and resistance was encountered while advancing the dcs in the aortic arch. Subsequently, an aortic rupture occurred. Per the physician, the patient was described as very frail. The rupture led to the death of the patient.

Event description:
It was reported that during a transcatheter aortic valve replacement (tavr) procedure, the valve was implanted at an implant depth of approximately 1-2mm and subsequently dislodged during removal of the delivery catheter system (dcs). A second valve was prepared, and resistance was encountered while advancing the dcs in the aortic arch. Subsequently, an aortic rupture occurred. Per the physician, the patient was described as very frail. The rupture led to the death of the patient. Additional information was received that a pre-implant balloon dilation was not performed on the native annulus. Right femoral access was used for the procedure. Slow deployment was performed. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was the dcs pulling the valve. The physician did not attribute the rupture or subsequent death to the first dcs, but a cause was not provided beyond the patient's frailty which was also indicated to be a contributing factor to both the dislodgement and rupture.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure.